Event description:
The pt received ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to co for evaluation. Co has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt had an increased level of exercise prior to the hypoglycemic event, but did not compensate by decreasing his insulin dosage. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the pump data from the time of the event was not available due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. During a force sensor calibration check, the force sensor was found to be reading force outside of specifications. The pump was opened and contamination was observed inside the force sensor assembly and the force sensor impedance was found to be above specifications.